Manufacturer narrative:
Ortho performed a complaint review for similar injury, and provided objective evidence of infectious disease testing. All results were satisfactory. (B)(4).

Event description:
Customer contacted tsc to report laceration to operator when handling 3% resolve a panel cells lot# ra096 exp. (B)(6) 2018. Customer reporting that operator was converting 3% cells to 0.8% in glass tube when glass tube breaks and lacerates finger of operator. Relevant information: issue started on: (B)(6) 2018 (accident date) microtubes/wells or cell (donor #) affected: cell #7. Patient's diagnosis: operator had minor laceration to finger. List of medications: no medication was administered to operator. Other relevant information: event occurred on (B)(6) 2018, reported 12/5/18. Donor # for vial is (B)(6). Customer followed infectious disease protocol as soon as laceration happened. Event was handled by employee health staff. Finger was cleaned, disinfected and bandaged. Customer has since then returned to work; laceration was minor. Event was not reported to any outside entity or agency. No medication or treatment was administered. Operator was wearing ppe gloves at time of incident. No lab tests were ordered on operator. Tsc referred customer to IFU for infectious disease testing on ortho reagent red cells. Tsc will document complaint, will be investigated as potential health and safety incident. Product vigilance requested consultation from medical safety officer on 07dec2108: a lab operator had a minor laceration to a finger with a broken glass tube when converting 3% resolve a panel cells to 0.8% in the glass tube. Appropriate actions were taken after the incidence and the affected finger was cleaned, disinfected and bandaged by an employee health staff member. Based on the available information, the laceration itself was a minor injury and long term impact to the function of the finger or the hand is not anticipated. If the broken skin did not have contact with the red blood cell (rbc) reagent, there is no risk for transmission of blood borne pathogens via the rbc products. If the broken skin was in contact with the part of the glass that had been contaminated with the rbc reagents, since all donors for ortho products as well as the blood units have been tested for major blood borne pathogens, e.g. Hiv, hbv, hcv, etc., and the amount of the product on the glass in contact with the skin should be very small and appropriate actions were taken after the incidence, the chance to be infected with blood borne pathogens by this incidence is remote. However, since no test can guarantee 100% detection and there might be unknown pathogens in the blood derived product that was not tested. To be conservative, this incidence is classed as a serious injury.